Event description:
It was reported that during a gastric sleeve procedure, the first two firings with green reloads worked normally. On the third firing with a yellow reload, the device fired normally, but then the tissue tore (approx 2cm). Upon removing the device, the stomach was compressed but there was no cut. The staples were out but are not well formed and are not in the stomach tissue. The surgeon tried to fire another cartridge on a towel with the same device and it formed staples properly. Completed by stapling closer to the smaller curvature without any issue. A drain was left in place. A leak test was done and everything was normal. There was no adverse consequence to the patient.

Event description:
It was reported that during a gastric sleeve procedure, the first two firings with green reloads worked normally. On the third firing with a yellow reload, the device fired normally, but then the tissue tore (approx 2cm). Upon removing the device, the stomach was compressed but there was no cut. The staples were out but are not well formed and are not in the stomach tissue. The surgeon tried to fire another cartridge on a towel with the same device and it formed staples properly. Completed by stapling closer to the smaller curvature without any issue. A drain was left in place. A leak test was done and everything was normal. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the drain placement part of the surgeon¿s normal practice? If not, why was the drain placed? No. He feared of a potential leak due to the problem. Was there any change in the post-operative care of the patient as a result of the event? Will get back with details as soon as possible. Is the lot number of the reload available? Cartridge lot#: m4h46t; echelon lot #: m9072x. What is the product code and lot number of the device the reload was being used in? Ple60a echelon lot #: m9072x. Is the device available for evaluation? If yes, please return it as well. Yes, will do. Please note that the procedure was finished with the same device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the drain placement part of the surgeon¿s normal practice? If not, why was the drain placed? No. He feared of a potential leak due to the problem. Was there any change in the post-operative care of the patient as a result of the event? Will get back with details as soon as possible. Is the lot number of the reload available? Cartridge lot#: m4h46t; echelon lot #: m9072x. What is the product code and lot number of the device the reload was being used in? Ple60a echelon lot #: m9072x. Is the device available for evaluation? If yes, please return it as well. Yes, will do. Please note that the procedure was finished with the same device.

Manufacturer narrative:
(B)(4). Additional information received: the tear started toward the end of the staple line. The first few cm went well according to the surgeon and then, by the last 2cm or so, the problem occurred. Intra-operative photos received: based on the photographic evidence, the belief is that the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge mismatch, a migrant staple picked up by the knife, or crossing of an existing staple line.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge reload present. The reload was received fully fired and with cartridge deck damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The event could not be confirmed as no malformed staples noted during functional testing.